Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Based on the limited information available at this time, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defects, a single hernia defect or a new hernia defect. The product code and lot number provided by the attorney are invalid, however a best match was performed and the closest match was selected. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A second emdr has been filed for the additional device. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2015 the patient underwent surgery for repair of a bilat inguinal hernia. As reported, a 3dmax, reference numbers (B)(4) and (B)(4) (note reference number (B)(4) is not valid) and lot numbers huyl1209 and hyul1466 (note lot number hyul1466 is not valid) were implanted to repair the hernia defects. It is alleged that on (B)(6) 2016 the patient underwent an "additional surgery to repair the recurrent inguinal hernia." As reported by the attorney, the 3dmax used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the date of event for the file.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2015 the patient underwent surgery for repair of a bilat inguinal hernia. As reported, a 3dmax, reference numbers 0115311 and 0155310 (note reference number 0155311 is not valid) and lot numbers huyl1209 and hyul1466 (note lot number hyul1466 is not valid) were implanted to repair the hernia defects. It is alleged that on (B)(6) 2016 the patient underwent an "additional surgery to repair the recurrent inguinal hernia." As reported by the attorney, the 3dmax used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Based on the limited information available at this time, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defects, a single hernia defect or a new hernia defect. The product code and lot number provided by the attorney are invalid, however a best match was performed and the closest match was selected. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A second emdr has been filed for the additional device. Addendum #1: this supplemental emdr is being sent to correct the date of event for the file. Corrected fields: b3 updated fields: g1, g4, g7, h2, h10 addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, it was confirmed that there was no adverse event or medical/surgical intervention associated to the 3dmax mesh implanted to treat the patient¿s right inguinal hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, f12, g1, g3, g6, h2, h6, h10, h11. Corrected field: b3 (date of event) this supplemental emdr represents 3dmax mesh (device #2). An additional supplemental emdr was submitted to represent 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2015 the patient underwent surgery for repair of a bilatinguinal hernia. As reported, a 3dmax, reference numbers 0115311 and 0155310 (note reference number 0155311 is not valid) and lot numbers huyl1209 and hyul1466 (note lot number hyul1466 is not valid) were implanted to repair the hernia defects. It is alleged that on (B)(6) 2016 the patient underwent an "additional surgery to repair the recurrent inguinal hernia." As reported by the attorney, the 3dmax used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with indirect bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax mesh (device #1 - left) & 3dmax mesh (device #2 - right). Per operative notes, ¿there was a left inguinal hernia noted and a small right inguinal hernia. A bard 3dmax large mesh (device #1) was placed on the left side and a bard 3dmax mesh (device #2) medium was placed on the right side." On (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia and left scrotal hydrocele thereby underwent open repair and left hydrocelectomy. Per operative notes, ¿hydrocele was opened and there was old liquified hematoma present. There was no evidence of direct hernia. The indirect hernia sac was dissected away from the spermatic cord and was reduced into the preperitoneal space. A large synthetic mesh was then placed into the preperitoneal space and sutured.¿ attorney alleges that the patient had hernia recurrence, pain and emotional injuries.